Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that when they had their system replaced on (B)(6) 2023 the doctor was not able to fully remove a 1-2cm portion of the 3889 lead. Now patient is requiring MRI of their hip and patient was wondering if they are eligible. Ps reviewed considerations regarding updated MRI labeling regarding lead fragments. Reviewed that managing hcp will need to determine eligibility and if applicable, update MRI mode programming. Patient will follow up with managing physician. Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lead fragment was determine to be from the lead fracturing during removal and replacement. No further steps were taken. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot#: va1uzcr, implanted: (B)(6) 2018, product type: lead section d information references the main component of the system. Other relevant device(s) are: ubd: 24-sep-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.